Manufacturer narrative:
(B)(4).

Event description:
The pt bent over when he was signing some papers. He was seated on an electric cart at the time. When he stood up, he felt stimulation in his stomach and not in his legs. The pt was at home. His condition was fair. Stimulation therapy was turned down to 0.0 volts on program a. The pt reported that stimulation felt "fast" at this setting. The field rep was notified and was in contact with the pt. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.